Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood in the shaft of the device. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported event as there was no damage to the device.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, when the device was delivered to maintain the support force of the stent, it was noted that the joint part and the catheter was fractured 125cm from the hub. The device was pulled out directly from the patient's body. The procedure was completed and, no complications were reported. The patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, when the device was delivered to maintain the support force of the stent, it was noted that the joint part and the catheter was fractured 125cm from the hub. The device was pulled out directly from the patient's body. The procedure was completed and, no complications were reported. The patient was stable post procedure.